Manufacturer narrative:
(B)(4). Recurrent hernia occurred. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that a patient underwent a primary spielgelian hernia repair on (B)(6) 2011. The surgeon opines that the recurrent occurred due to shrinkage of the mesh. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The explanted mesh shows broken filaments at the margins. No fixation was detected.. It appears that the fixation was not adequate. This could cause folds or wrinkle formation. Or the mesh was implanted with wrinkles.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair on (B)(6) 2011 and mesh was used. The patient experienced a recurrent hernia. During the surgery on (B)(6) 2012, it was noted that the mesh had shrunk. Additional information has been requested.